Event description:
(1/3, reference (B)(4) for related complaints) (documenting cassette#1) per email: inbound. Spouse stated one of IV remodulin cadd cassettes alarming unresolved beeping and no disposable on both pump, reports this is the third cassette this month. No further details provided.